Manufacturer narrative:
Device lot number unknown. Product not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. Doctor will attempt to remove the fractured screw and replace new abutment screw. Tooth number 4

Manufacturer narrative:
(B)(4). The product reported was not returned for inspection. The returned x-ray shows the reported screw fractured into an unknown implant. This is coupled with an image of the fractured screw beside the restoration and other fractured screw no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following visual inspection of radiographs and images. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.